Event description:
The customer reported via phone call that they experienced low and blood glucose. Customer blood glucose was 40 mg/dl. Customer current blood glucose was 263 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with food for low blood glucose and insulin pump for high blood glucose. Troubleshooting was not done for low blood glucose. Customer had been using the insulin pump within 48 hours of reported for low blood glucose. Customer stated auto mode feature was active at the time of event. The customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.